Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's father reported via phone call that they experienced high blood glucose. The customer's father reported that they received a no delivery alarm. The customer's blood glucose was 413 mg/dl at the time of incident. The customer's father performed fixed prime and the insulin did exit. The insulin pump will not be returned for analysis.